Event description:
It was reported that the device could not interrogate with the programmer. The device was replaced. The patient's condition was good.

Manufacturer narrative:
The reported field event of inability to communicate with the device was found to be caused by a premature battery depletion. The root cause of the premature battery depletion was high current present in the hybrid. An anomalous component in the hybrid was found to be the cause of the inability to communicate with the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that the device failed to deliver therapy.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that loss of cardiac pacing was observed.